Manufacturer narrative:
As part of troubleshooting, the cabling was checked. The device was tested with 190 series scope and was working fine. The issue persisted with 160 series scope even when maj-1430 cable was used. The customer was advised to return the device to olympus for further evaluation. Three good faith efforts were made to obtain additional information from the customer; however, no response received. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had no image when used with 160 series scope. The issue occurred during preparation for use. There were no reports of patient harm associated with the event.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector not working due to a faulty patient board set. A root cause could not be identified. Based on the results of the investigation, the event associated with an electrically powered device where an electrical malfunction results in a device problem. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.